Event description:
Reportable based on analysis completed on (B)(6), 2010. It was reported that while unpacking the amplatz super stiff guidewire from the protective hoop the distal end of the wire was unraveled. This event occurred outside of the patient and the device was not used during the procedure. No patient complications were reported. Device analysis revealed that the coil was separated from the core wire.

Manufacturer narrative:
Device evaluated by manufacturer: a visual inspection of the returned device revealed that the distal tip section (coil) shows evidence of being stretched. A more in-depth examination of the wire coil revealed evidence of separation from the core wire, however, both components were intact with no detachment. The overall length and outside diameter of the wire was measured and found to be within specification. Except where noted, the specimen appeared to be visually and dimensionally correct. No other device damage or inconsistencies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).